Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-04823. It was reported that the patient lost therapy in (B)(6) 2021. Reportedly, one lead was fractured and the other lead had migrated. As such, surgical intervention took place wherein the entire system was explanted and replaced addressing the issue. Therapy was restored post operatively. Note: investigation was unable to determine which lead fractured and which migrated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.